Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.

Event description:
It was reported that air ingress occurred. During a pulse field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. Following post mapping, the physician wanted to go back into the left atrium with a farawave catheter to conduct ablation. The farawave catheter was prepared and inserted into the faradrive sheath until the farawave catheter was visible just past the sheath handle. The physician then aspirated the sheath with a 20cc syringe. At this point, significant air was noted to be pulled into the aspiration syringe and in the flush line. Aspiration was performed again; however, another significant amount of air was aspirated. The farawave catheter was removed from the sheath, and the sheath was re-aspirated. However, air ingress was still seen. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulse field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. Following post mapping, the physician wanted to go back into the left atrium with a farawave catheter to conduct ablation. The farawave catheter was prepared and inserted into the faradrive sheath until the farawave catheter was visible just past the sheath handle. The physician then aspirated the sheath with a 20cc syringe. At this point, significant air was noted to be pulled into the aspiration syringe and in the flush line. Aspiration was performed again; however, another significant amount of air was aspirated. The farawave catheter was removed from the sheath, and the sheath was re-aspirated. However, air ingress was still seen. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.